Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the harmonic ace instrument showed an error "release pressure on I&a" and did not work. The customer attempted to reseat the instrument, but it was broken. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of the same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary. During the procedure, one side of the instrument blades was completely broken off. There was no observed intraoperative collision or misuse involving the instrument. The customer confirmed that no fragment fell inside the patient. No patient injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion. The instrument passed the energy recognition test. The reported "release pressure¿ errors were not observed. There was no problem detected. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. In addition, the instrument was found to have the curved blade broken at the distal end. The blade broke at roughly 0.03¿ from the base. Broken piece was not returned with the instrument. The complaint regarding broken tip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.